Event description:
Early am, patient spontaneously called on call service claiming both pumps not working/high pressure alarm. Patient a little confused unable to walk her through troubleshooting process. Patient was alone, called 911, since unable to get infusion going. Spoke with rn from ER at (B)(6) where she was taken. Rn stated all she did was replaced batteries and pump working fine. Patient was not symptomatic with remodulin not running, but rn stated patient seems confused. No further information available. Unsure if patient hospitalized from trip to ER. Reported to (B)(6) by:patient/caregiver. Strength:1mg/ml. Dose or amount: 99.9ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.